Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the integrated electrosurgical unit (iesu) generator had a u-02 error. The customer replaced the iesu with an external generator to proceed the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) due to error m-00, c-00, u-02. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and found to have u-02/c-00 errors on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.